Manufacturer narrative:
Initial.

Event description:
It was reported that an ilet user experienced persistent elevated blood glucose readings around 220¿231 mg/dl after lunch despite announcing the meal, performing a site change to the left abdomen, and confirming no visible issues with supplies; the event was categorized as hyperglycemia with the cause unclear. Symptoms included hyperglycemia. Outcomes included no health consequences or impact. Investigation included user communication and analysis of information provided by the user. Investigation of this case revealed no findings available, with insufficient information to identify a medical device problem or a specific device component involved. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.